Event description:
The pt received the scs system on (B)(6) 2009. The pt reported a sudden loss of stimulation, stating the ipg turned off by itself. When the pt turned the ipg back on, she was unable to feel stimulation. F/u info revealed that low impedances were identified on two of the scs lead contacts. Reprogramming provided the pt with partial pain coverage. The pt is working closely with her physician to address this issue. This is no further info at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.